Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to the manufacturer for evaluation/investigation. However, it was reported that the esg-400 electrosurgical generator was inspected and tested at the user facility by a service technician and found to be functioning correctly. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. Furthermore, a manufacturing and quality control review was performed for the concomitant devices without showing any abnormalities. In addition, as clearly stated as a danger note in the instructions, the user must always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. The user apparently did not follow these instructions since the procedure was reportedly canceled. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical devices have not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that a therapeutic resection of thyroid procedure was abandoned after the patient had already been anaesthetized since the surgical equipment to be used allegedly did not seem to be working correctly. The patient was discharged and the procedure is to be rescheduled. However, the esg-400 electrosurgical generator and the other resection equipment used were reportedly inspected and tested at the user facility both before and after the procedure and found to be functioning correctly.